Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cable housing was broken. The epg was expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis found both output connectors were broken. Hanger is broken. Unit was cleaned and inspected. Output connectors were replaced. Hanger replaced. Unit was tested and calibrated on automated test system, and passed. If information is provided in the future, a supplemental report will be issued.